Event description:
It was reported that the patients leads were bothering and the discomfort of the itchiness was too much for the patient. The patient underwent a lead pull procedure. The trial leads were disposed at the clinic.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).